Event description:
A hemodialysis user facility has reported that during a hemodialysis treatment, a blood leak was noted around the cap of the dialyzer. The leak was visually observed. The pt suffered no other ill effects. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.